Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) to submit this incident that occurred in (B)(6). Problem: pt had a mr procedure. Pt was scanned with the synergy body coil with the feet first into the magnet. The coil was positioned for a hip-examination with the left arm placed between the two connection cables of the coil. Immediately after the mr scan a reddening of the skin was observed were the cables had touched the skin. Eventually, two second degree burns (blisters; 1 cm x 1.5 cm) formed on the lower left arm. A cooling bandage was applied to the burns.

Manufacturer narrative:
Conclusions: the left arm was placed between the two coil connection cables. No padding was used to separate these cables from the pt' skin. The two second degree burns appeared on the locations where the cables touched the pt's lower arm. Also, these coil cables became hot. The fact that insufficient distance was kept between cables and pt with high sar values may have contributed to the burn. Although no visible damage was observed on the outside, the internal shielding of the coil may be damaged. Depending on the position of the coil and the pt this could lead to heating of the coil cable or elements and/or unwanted rf interference. Such interference is hard to predict because with rf interference many factors play a role. I.e., the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used and etc. So the same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. The instruction for use already contains warnings related to coil and cable positioning.